Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). Occupation: medical engineer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that there was resistance during insertion of the intra-aortic balloon (iab). It was noted that the condition of the guidewire was not good, so they pulled it out during insertion. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.